Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with no delivery alarms. The customer's blood glucose level was 574 mg/dl. The customer treated with bolus. Troubleshoot was conducted. The customer was advised to conduct full infusion set change and monitors the device. The customer declined to troubleshoot for the highs.